Manufacturer narrative:
Title: computational investigation of interaction between stent graft and aorta in retrograde type a dissection after thoracic endovascular aortic repair for type b aortic dissection authors: tao ma, md,a zhi hui dong, md,a shengzhang wang, phd,b zhuang yuan meng, bd,b yin yin chen, md,c and wei guo fu, md, journal of vascular surgery (2018) 06.008 doi.org/10.1016/j.jvs.2018.06.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an rtad on an unknown date. It was reported that at an unknown date the patient developed stent graft induced retrograde type a dissection (rtad) and had open repair of ascending aorta and aortic arch. During the procedure, the rtad was seen at the tip of the valiant proximal bare stent graft. No additional clinical sequelae reported and the patient will be monitored.